Manufacturer narrative:
The customer reported that during testing, the device did not recognize the pads and then disarmed. There was not patient involvement. The device was evaluated at philips, and it was determined that there was a malfunction due to an incomplete electrical connection between the patient connector and the hands free pads connector. Replacing these parts resolved the issue.

Event description:
The customer reported that during testing, the device did not recognize the pads and then disarmed. There were no patient involvement.